Event description:
Affiliate reported that as a result of programming problems the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device passed the programming tests, but during irrigation of the valve, biological debris was dislodged, which caused a blockage to the ruby ball. Although the programming complaint reported by the customer could not be confirmed, it appears that biological debris may be the root cause for the problem reported by the customer. A review of the history device records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.